Event description:
Tampons unravel [device physical property issue]. Case narrative: relative reported via e-mail that her daughters tampon unraveled. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.